Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient is experiencing thigh pain three months postop. Pain improving and livable but we are watching every three months. Obtain bone scan at one year.

Manufacturer narrative:
An event regarding pain involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded "there is no place for device-related factors in this case. The discussed bony reactions including related thigh pain syndromes are the result of normal interactions between stem design and variable femoral bone anatomy according to the laws of biomechanics which under critical conditions may lead to temporary problems such as in this case. This case is not device-related." -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: a medical review was performed and concluded "normal interactions between stem design and variable femoral bone anatomy according to the laws of biomechanics cause bone remodeling that may include the temporary occurrence of thigh pain." "Bone ingrowth fixation of both stem and cup appear to proceed in a normal fashion at this time without presently alarm signs present." There was no evidence of a device related issue on review of the medical review. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported patient is experiencing thigh pain three months postop. Pain improving and livable but we are watching every three months. Obtain bone scan at one year. Update 26 july 2017: surgeon indicated concerns in relation to loosening of the cup.